Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events, a limited number of cases with similar fault description (the device tipping during use) were found. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure mode is considered to be low. Arjohuntleigh received a customer complaint where it was reported that the resident was sitting on the edge across the miranti with both legs to one side and back to the lifting tower. This statement itself shows that incorrect use of the miranti was carried out. The miranti is not designed for the purpose of being sat upon. To avoid the possibility of injury, miranti's instruction for use (IFU 04.ce.02_13gb dated on june 2012) informs and warns that: "the resident must be able to understand and respond to instructions to remain in a safe laying position on the stretcher or remain in such a position as a result of a limited physical capacity for movement." "To avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Make sure the resident is positioned correctly on the stretcher." All the actions should be always carried out with a resident in the reclined position. The miranti has a height adjustable back/leg rest to allow for inclination but does not feature any parts or functions to cater for a seated position. It is not likely, but possible, that when the person sits across the device or not in its middle part, the weight of the person could provoke the device to tip. To avoid possibility of tipping, the caregiver should ensure that the resident is correctly positioned on the stretcher. Correct position for the resident to sit is in the middle of the stretcher with the legs lying on and along the stretcher, with both safety belts applied. The way of the application of the safety belts and importance of usage is described in IFU with supporting pictures. With the reference to internal tests and in accordance with international standards, the miranti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. Its design has been tested and verified, what was confirmed by report (B)(4) where the device passes tests in regards to (in)stability. This particular device was put through a function test by the arjohuntleigh's representative that visited the site. It was found that device was in perfect condition, up to the manufacturer's specification. Looking at the incident scenario and conclusions from the previous similar incidents, we can state that the patient was not sitting along the stretcher in its center, as described in the instruction for use. From this we concluded that this incident was caused as a result of not following the handling procedures described in the IFU of incorrect patient positioning on miranti. The device was up to manufacturer's specification; it was being used for patient handling and by this contributed to the incident.

Event description:
Arjohuntleigh received a customer complaint where it was reported that the resident was sitting on the edge across the miranti with both legs to one side and back to the lifting tower. The safety belt was not used, the seat was elevated about 50 cm from the floor and the feet were not touching the floor making them available to be dried off. The resident, who was placed a bit off from the center seating plate, leaned forward and a bit to one side, causing the miranti to tip. In consequence, the resident fell down with the miranti on top. The caretakers called for additional help, but the resident got out from underneath the device by himself. No patient injury occurred.